Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated a 12.1mm vticm5_12.1 implantable collamer lens, -09.50/+2.0/088 (sphere/cylinder/axis), tore during delivery into the patients eye. There was no patient contact or injury. The lens was replaced with a longer lens and the problem was resolved.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated a 12.1mm vticm5_12.1 implantable collamer lens, -09.50/+2.0/088 (sphere/cylinder/axis), tore during delivery into the patients eye. There was no patient contact or injury. The lens was replaced with a longer lens and the problem was resolved.